Event description:
Center administrator (ca) reports one incident of blood leaking where the safety cover meets the tubing of the fistula set. This occurred while therapy was being initiated and therapy was completed with a new safety a.v. Fistula cannulation set. Ca estimated the blood loss to be 10cc. Ca stated that there was no patient injury or medical intervention associated with this incident.